Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed with insulin flow blocked alarm while filling the tubing. The alarm was cleared. The insulin pump was rewound and insulin did not exit the tubing with a plunger push. Another infusion set was used and insulin did exit the tubing. The insulin pump alarmed insulin flow block. The insulin pump will return.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Unit was received with minor scratched display window, case and keypad overlay.